Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital after receiving device therapy. The device was interrogated to show episodes of svt detected as vt by the device due to morphology and sudden onset. Programming changes were made. The patient will be monitored with routine follow-up.